Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the distal rca. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent was placed in the body and physician noticed a ¿kink¿ in the stent. The physician then removed the stent from the body and the stent was never inflated. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. No deformation was evident to the distal tip. Additional information: the procedure was completed with another mdt stent. If information is provided in the future, a supplemental report will be issued.